Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was in so much pain in the upper left chest area where the ins was placed. The patient stated that their healthcare professional (hcp) was going to schedule a surgery to move the ins. No further complications were reported. Follow-up was conducted.